Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-mar-2025, the manufacturer was notified that the user experienced a low blood glucose (bg) event (nadir 32 mg/dl). Emergency services were called and they administered glucose gel on scene, and the user recovered without requiring hospitalization. The user remained on the ilet system and reported no further issues.